Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single site fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken proximal clevis at the ears of the clevis. The broken piece measuring roughly 8.12# x 5.00# in size was returned. The probable root cause of broken clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single site fenestrated bipolar forceps instrument was observed to have a damaged plastic tip. The procedure was completed with no reported injury.